Manufacturer narrative:
.

Event description:
It was reported that vns patient underwent a complete system replacement. The lead was replaced due to lead break and the generator was replaced due to unknown reason. The lead impedance was checked after surgery and marked ok (1458 ohm). The review of the manufacturing records confirmed all tests passed for the lead prior to the distribution. Review of the available programming history did not revealed any high impedance or other anomalies. Follow up indicated that the explanted devices are not available to be returned for the analysis. It was also reported that the reason for the generator replacement was the missing freedom of epileptic seizure and a planned MRI-examination.

Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event description. The previously submitted MDR inadvertently provided the wrong e-mail address.

Event description:
It was reported that vns patient underwent a complete vns system replacement. The lead was replaced due to lead break and the generator was replaced most likely due to compatibility reason (no more double pin lead is available for the distribution). The lead impedance was checked after the surgery and marked ok (1458 ohms). It was also reported that the explanted devices are not available to be returned to the manufacturer for the analysis. The review of the manufacturing records confirmed all tests passed for the lead prior to the distribution. The review of the available programming and diagnostic history data did not reveal any high impedance or other anomalies.